Manufacturer narrative:
(B)(4).

Event description:
It was later reported that the flipped pump had been confirmed by x-ray imaging on (B)(6) 2009. The healthcare provider (hcp) was unable to fill the pump. It was also noted that the patient had a seroma after placement of the pump and leaning forward in the wheelchair may have caused the pump to flip. The patient was asymptomatic. The device system had delivered lioresal.

Event description:
It was reported that the pump was surgically repositioned on (B)(6) 2009 to the pump flipping. No patient symptoms were reported. The medication delivered by the device system was not provided. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Concomitant product: product ID 8709sc, lot# n179059002, implanted: (B)(6) 2009, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).